Manufacturer narrative:
3/3/2021 - we have requested the product be returned to the manufacturer. The consumer had accepted a replacement and most likely we will not be receiving the product for an investigation.

Event description:
(B)(6) 2021- the consumer claims she received burns while in use of the product. The consumer stated the unit got to hot to the point where it burnt her hand.